Event description:
It was reported that the patient had intermittent mild discomfort. The device had migrated from the original position in the left subcutaneous pocket down into the left breast within a large fluid-filled seroma. A gram stain of fluid from the seroma was tested during the procedure and came back negative for infection. The seroma was removed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).